Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils are identified within the fundus of the myometrial wall near the origins of the fallopian tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils are identified within the fundus of the myometrial wall near the origins of the fallopian tubes') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device, menorrhagia and pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.